Manufacturer narrative:
The device was not returned for analysis. Investigation of similar complaints determined that customers used the transversal pre-cuts available on the inner pouch and pinched the distal end of the catheters while opening of the packaging. Consequently, the distal end of the catheters broke before use. As a result, a longitudinal pre-cut was added on the inner peel pouch to ease opening and avoid such an effect. It is likely that while tearing the transversal precuts, the distal tip of the catheter was also torn without noticing it.

Event description:
According to the available information, the catheter tip detached from the catheter prior to use.